Event description:
The suspect meter exhibited variation in test results when compared with the lab. The following were reported: inratio 5.2, lab 3.7. Technical support questioned the technique of the technicians but the reporter did not know. Technical support recommended training and additional testing to be performed. Customer will call back with any problems.